Manufacturer narrative:
Service was dispatched on 01/28/2012 for this event. The field service engineer (fse) identified broken peristaltic tubing in the fluidics drawer. The leak was resolved, and upon repair the instrument was functioning correctly. Upon the completion of the necessary and verified repairs, the instrument was returned into operation. (B)(4).

Event description:
A customer reported that they observed a leak coming from the fluidics drawer of an unicel dxl 600 access immunoassay system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Personnel interfacing with the instrument were wearing personal protective equipment, in the form of gloves, and no personnel sought medical attention in conjunction with this event. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility and the material safety data sheet was not reviewed.